Event description:
It was reported that the symptomatic (near syncope) patient presented in clinic during follow-up in backup vvi mode. After a device download was performed the device resumed normal function. The device remained implanted.

Manufacturer narrative:
(B)(4).